Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: event 1 residual blood/fluid in connector. New IV claves suck and are leaking. Event 2 spray/backflow. No details provided. Event 3 spray/backflow. Spraying of fluids when disconnecting tubing, especially blood tubing. Has caused blood products to splash onto the bed and almost onto person. Event 4 spray/backflow. We draw from the ivs for blood frequently in the department and there is always blood backflow when removing the syringe or vacutainer collection device. Causing an exposure risk.